Manufacturer narrative:
Citation: al mosa afh, et al. Long-term outcome following pulmonary valve replacement in repaired tetralogy of fallot. World j pediatr congenit heart surg. 2021 oct 1;12(5):616-627. Doi: 10.1177/21501351211027857. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the long-term outcomes of patients with repaired tetralogy of fallot who underwent pulmonary valve replacement. All data was retrospectively collected from a single center between 1990 and 2015. Of the 69 patients included in the study population, 40 (predominantly male, mean age 16.7 years) were implanted with a medtronic contegra valved conduit. During follow-up, 8 of the 69 patients underwent transcatheter-based reintervention with the implant of a medtronic melody transcatheter pulmonary valve. No unique device identifier numbers were provided. Among all contegra patients, the following adverse events occurred during the mean follow-up of 8.2 years: unspecified pulmonary com plications (2 cases); right ventricular dysfunction (2 cases); pulmonary valve thrombus (1 case); elevated pulmonary valve peak gradients; pulmonary valve reintervention (6 redo surgeries, 7 transcatheter valve implants); endocarditis (8 cases); and arrhythmias requiring cardiac device implantation (5 cases) or ablation (2 cases). Additionally, among all 69 patients included in the study, the authors observed mild to severe pulmonary regurgitation and pulmonary stenosis during follow-up. Three of the melody patients developed endocarditis between six months and six years post-melody implant. No further details were reported. However, based on the time from melody valve implant to onset of endocarditis, medtronic product was not related to these three cases of endocarditis. No additional adverse patient effects or product performance issues were reported.